Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No unexpected insulin flow blocked alarm noted. The insulin flow blocked or no delivery alarm functioning properly. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level and unconscious on august 23, 2020. Customer¿s blood glucose level was 650 mg/dl. Customer had symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer had blood glucose levels of 630 and 136 mg/dl. Customer stated that the cannula was bent. Customer stated that the insulin pump did not alarm insulin flow block alarm. The insulin pump will [be returned for analysis.